Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the prograsp forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had atypical movements. The customer reseated the instrument, but the issue persisted. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the motion issue encountered involved an unusual range of movements. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The timing of instrument movement was not appropriate. There was no instrument-to-instrument or system arm-to-arm interference, and no external collisions. Isi did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a loose pitch cable at the grip hub. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additional observation(s) not reported by site: the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The complaint was confirmed by failure analysis. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The root cause for instrument imprecise motion was found to be related to loose pitch cables. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.